Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Missing screw. Case type/application: tha 4.0.

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed. Method & results product evaluation and results: visual inspection confirmed the reported event. There were screws missing on the reamer handle, offset. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. Complaint history review: a complaint history review and trend detection is not required at this moment. Monitoring will be continued under the current quarterly trend review. Conclusions: there was no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Missing screw. Case type / application: tha 4.0.